Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The us complainant had a 14fr being placed for access for the impella cp when the team observed the 14fr short dilator to have fractured. The team made choice to utilize the 14fr long sheath and dilator. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported introducer damage has been completed. The introducer was returned for evaluation. During visual inspection, a split at the end of the long dilator was noted. There was no other damage noted. The cause of the introducer kit damage is dilator tip split that was most likely use-related as best practices were not followed and serial dilation was skipped. The cause of the access site bleeding is most likely use related as best practices were not followed and serial dilation was skipped. Without serial dilation excessive force was required. The instructions for use states the following: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ added b1: adverse event. Added b2: required intervention. Added h6: health effect-clinical code. Updated h1: serious injury.